Manufacturer narrative:
Supplemental medwatch is being submitted to correct the g3 field which was left blank in the previously submitted medwatch.

Event description:
Allergan received a report of a patient who was treated to the upper and lower abdomen and inner thighs. The patient experienced pain in the right upper abdomen during and after treatment. 2-3 months post treatment, the patient developed paradoxical hyperplasia to the right upper abdomen. The tissue is described as very malleable and palpable subcutaneous adiposity.

Event description:
Allergan received a report of a patient who was treated to the upper and lower abdomen and inner thighs. The patient experienced pain in the right upper abdomen during and after treatment. 2-3 months post treatment, the patient developed paradoxical hyperplasia to the right upper abdomen. The tissue is described as very malleable and palpable subcutaneous adiposity.

Manufacturer narrative:
The correct g3 date received by manufacturing for initial medwatch is (B)(6)/2021. The correct g3 date received by manufacturing for supplemental medwatch is (B)(6)2023.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. According to the coolsculpting user manual, sensations of pulling, tugging, mild pinching, stinging, intense cold and aching on the treatment area can occur during coolsculpting treatment. This expected and common side effect is temporary in nature and subside as the area becomes numb. According to the coolsculpting user manual, aching on the treatment area can occur immediately or a week or two after coolsculpting treatment. This expected and common side effect is temporary in nature and generally resolve within days or weeks.

Event description:
Allergan received a report of a patient who was treated to the upper and lower abdomen and inner thighs. The patient experienced pain in the right upper abdomen during and after treatment. 2-3 months post treatment, the patient developed paradoxical hyperplasia to the right upper abdomen. The tissue is described as very malleable and palpable subcutaneous adiposity.